Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation procedure with a mentor smooth round moderate plus profile 350cc saline breast prosthesis that deflated post implantation. Deflation of the patient¿s right breast prosthesis was diagnosed via a physical exam. As a result, the patient is scheduled to undergo explantation and replacement with an unspecified mentor saline breast prosthesis on (B)(6) 2022.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and an associated nonconformance was found. The nonconformance will be handled through mentor¿s quality system. Reason for device explant and/or reoperation: breast prosthesis deflation. Explantation month, day, and year: (B)(6) 2022. FDA correction/ removal reporting no.: 3005423519-10/12/2021-001-r. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 28-jun-2022, the mentor failure analysis lab received the device for evaluation. On 30-jun-2022, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced deflation in the breast implant. The product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the breast implant. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. The event described could not be confirmed as the breast implant was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 07-jun-2022, mentor received additional information about the event. It was previously reported that the patient was scheduled to undergo explantation and replacement with an unspecified saline breast prosthesis on (B)(6) 2022. New information received states that the patient underwent explantation and replacement with an unspecified gel breast prosthesis on (B)(6) 2022. Manufacturer¿s reference number: (B)(4).